Event description:
It was reported that a caregiver observed no glucose readings in a connected app and the patient reported dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet bionic pancreas, after which the caregiver received education on ilet operation without sensor data, bg run mode, and continuation of basal delivery. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts, alarms, hospitalizations, or injuries. User support included customer education and troubleshooting. Investigation of this case revealed a communication signal loss between the dexcom g7 cgm and the ilet without evidence of device hardware malfunction, and the system continued basal insulin delivery as designed. It was concluded, based on previously established findings for similar reports, that the cause was user environment or transient communication interruption.